Event description:
Additional information received noted that the date of onset of infection was 2011-(B)(6). Signs and symptoms of the event included pain and incisional wound opening. Primary location of the infection was the device pocket. No culture was obtained. The patient did not have meningitis. Treatment included both IV and oral antibiotics and partial device system explant. Patient outcome was noted as infection resolved and no drug withdrawal. Risk factors that applied to the patient prior to the implantation of the device included urinary tract infections.

Event description:
It was reported that the neurostimulator was removed due to an infection behind the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3998, lot # lb2062, implanted: 2003 (B)(6), explanted: unknown. Programmer: model # 37742, lot # njd061101n. Extension: model # 3708340, lot # nkc001857n, implanted: 2006-(B)(6), explanted: unknown. Extension: model # 3708340, lot # nkc001856n, implanted: 2006 (B)(6), explanted: unknown. Recharger: model # 37752, lot # nka111383n.

Manufacturer narrative:
(B)(4).